Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Updated sections on this medwatch. Complaint conclusion: as reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8028680) became impeded in the proximal end of an unspecified microcatheter (mc) and could not advance any more. The doctor only retracted the stent alone out of the y connector and retracted back to the introducer, the stent was found detached from the delivery wire. The doctor switched to a new stent to complete the surgery. The microcatheter (mc) was not replaced. There was no patient injury reported. No additional information is available. A non-sterile EU 4.5x22mm stent 12 mm dw tip intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and as described in the event, the stent component was already detached from the delivery wire. No appearance of damages were noted on the stent nor the delivery wire. The introducer was not returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The impeded condition of the stent could not be determined due to the detached condition of the stent. In order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer. Based on this, the premature detachment of the stent is confirmed; it is suggested that push/pull force was applied sufficiently to disengage the stent from the delivery wire during the attempts to advance/retract the stent through the microcatheter. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8028680) became impeded in the proximal end of an unspecified microcatheter (mc) and could not advance any more. The doctor only retracted the stent alone out of the y connector and retracted back to the introducer, the stent was found detached from the delivery wire. The doctor switched to a new stent to complete the surgery. The microcatheter (mc) was not replaced. There was no patient injury reported. No additional information is available.